Event description:
Patient had an essure coil palced for birth control. Essure coil failed & patient requested a dilatation & evacuation for products of conception. Patient is scheduled for removal of coil.